Manufacturer narrative:
Investigation summary: 3 syringes as samples were received and tested by our quality team with the customer's complaint of foreign matter. The samples were initially visually inspected and the reported substance in question was noticed inside of syringe barrels as what appeared to be silicone lubricant. The samples were then analyzed under high power digital microscope and the identity of the substance was confirmed to be medical silicone lubricant that is intentionally added to syringes to aid stopper movement through the barrel. The amount inside syringes was completely within quality and design specifications and the complaint was not able to be verified because the silicone lubricant is not a foreign substance. There is no root cause as the syringes were operating as intended. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 301029 batch# 3219854. It was reported that the bd syringe 10ml ll bns had foreign matter. Rcc received a complaint via phone. Pir attached. Product inquiry syringes - customer left voicemail and stated they have 301029, today 11/12 it was identified that their seems to be a liquid residue in all the syringes, they are oily and are on the plunger, they are wondering if this is normal to be expected or a manufacturing flaw. Lot 3219854, sample available, no pt reported.